Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to right ventricular (rv) lead noise and short ventricular intervals. The lead remains in use. It was also reported that the cardiac resynchronization therapy defibrillator (crt-d) battery depleted prematurely after the patient received approximately ninety shocks due to a ventricular tachycardia (vt) storm. When the clinic received notice of the alert for the shocks, they were unable to reach the patient and emergency personnel were dispatched. The patient was stabilized and transported to the hospital where they were found to be septic. The crt-d was subsequently explanted and replaced due to the sepsis. No further patient complications have been reported as a result of this event.